Manufacturer narrative:
Hamilton medical ag comes to the conclusion: fsn was initiated: z-0267-2023 (september 22, 2022): in very rare cases, the backlight of the hamilton-c6 display may fail. This is attributable to a reset of the hmi controller (hmi reset) which causes the display to fail for 2-3 seconds. The device's ventilation function is not affected by this.

Event description:
The following was reported to the hamilton medical ag: original complaint: beim aufrüsten des gerätes ist der fehler tf 1246033 aufgetreten. Vorfall: (B)(6) 2023 17:58 meldung vom kunden (B)(6) 2023 risk-ID 760.2? Tf nicht während beatmung aufgetreten! Kunde hat das gerät ersetzt und dem technischen dienst übergeben. Tranlation in englisch: error tf 1246033 occurred when upgrading the device. Incident: (B)(6) 2023 17:58 message from, customer (B)(6) 2023 risk ID 760.2? Tf not occurred during ventilation! Customer has replaced the device and handed it over to the technical service. Complaint summary: interaction panel blackout for 2-3 sec (hmi reset).